Event description:
The customer contacted baxter's technical service center to report therapy reverting back to default settings on the home choice (hc) machine during use, patient not connected. The home patient (hp) checked therapy and found that all settings reverted back to the factory default setting. The baxter technical service representative (tsr) advised the hp to call the registered nurse for programming information. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed both the homechoice return instrument test / evaluation (rite) electrical and functional test. The assignable cause for therapy was reset was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.